Event description:
Biomed reported a pt incident and suspects there was an over infusion of fentanyl and that too many syringes were used. The device passed all testing by the facility biomed. The biomed is not sure if they have the pc unit involved in the actual event. Details of event are as follows: the nurse was concerned that the pca history did not match with the actual infusion. Pt was on a high dose of fentanyl via PICC line. An alaris syringe module had a continuous infusion of fentanyl infusing at 200mcg/hr. Via a second port, pca fentanyl was programmed at 100 mcg with a 15 minute lock-out. A new pca syringe was installed at 0940 and at 1300 only 8 mls were remaining in the syringe. When the history was checked, it showed that the demands were 5 and the delivery was 5. The history was not cleared. Approximately 1 hr later the syringe was changed and the history showed 1 demand and 1 delivered. The nurse thought that the pc unit was not recording properly and took the device off the pt and replaced it with a new pc unit. There was no pt harm and customer states no further pt/event info is available.

Manufacturer narrative:
(B)(4). The device has been received but the eval is not complete. A f/u report will be submitted once the failure investigation has been completed.